Event description:
It was reported that while re-wrapping the driveline with rescue tape some exposed frayed cords were noted at the end of a previous repair from (B)(6) 2019. There were no pump stop alarms on interrogation or on log files. There were no other unusual events recorded in the log file event history and the device appeared to be operating as intended and there did not appear to be an electrical issue related to the driveline. X-rays of the abdomen showed nonobstructive bowel gas and stool pattern. Visualized segments of the driveline were intact without definite discontinuity. There was no portal venous gas and no suspicious calcifications were seen. A driveline repair was scheduled for (B)(6) 2022. The driveline repair showed a significant amount of applied rescue tape and two complete breaks on both ends of the existing repair site. 8 inches of driveline was pulled out of the exit site and was still wrapped in felt lining. Wear in shielding prior to removal was noted. The green, brown, and orange wires were spliced. There was a segment of the wire where the break was repaired that was 10 inches from the controller and another segment repaired that was 12 inches from the driveline exit site. The patient was swapped to the new driveline with mild symptoms. It was noted that there was no internal damage to the wires or pump, and that this was a cosmetic issue.

Manufacturer narrative:
Related MFR # (B)(4). For the (B)(6) 2019 event. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the gray tubing of the previous repair can be confirmed based on the evaluation of the returned driveline . The account submitted log files for review. The pump remained above the low-speed limit and appeared to be functioning as intended throughout the log files. The approximately 15" segment of driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed white rescue tape on the outer silicone jacket throughout the entirety of the driveline. Upon removal of the rescue tape, the driveline revealed multiple tears in the white silicone jacket approximately 2.5¿ and 4¿ from the controller connector. Examination of the driveline found moderate shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. The damaged gray shrink tubing of the previous repair was removed, and visual inspection revealed no evidence of damage beneath this tubing. The remainder of the repair was removed, and examination of the driveline¿s wires revealed no evidence of damage. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 23dec2016. The heartmate ii patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The heartmate ii lvas IFU is also available. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." No further information was provided. The manufacturer is closing the file on this event.